Manufacturer narrative:
(B)(4). Revision surgery to replace a screw occurred on (B)(6) 2011. Screw was not returned, and no further evaluation of the product can be completed at this time. Patient activity at the time or prior to the event is unknown. Patient's bone quality was unknown. The root cause of the failure remains unknown.

Event description:
On (B)(6) 2014, a third party reported that a patient underwent revision surgery on (B)(6) 2011 to replace one bone screw that was loose on acdf plate. A helix rescue screw was placed during the revision. Original surgery date is not known; implanted construct details are not known. No information has been received suggesting death, injury or permanent impairment. It is unknown if the patient complied with post-operative care instructions.